Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the emergency room (ER) and upon interrogation it was found that this device is in safety mode with pauses on the monitor. Additionally, the field representative noted the pauses are most likely from inhibition of pacing from unipolar oversensing of myopotentials. Subsequently, this device was explanted and replaced. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.